Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor was missing the electrode. The insulin pump alarmed lost sensor. The sensor appeared damaged. The customer had the same issue with three sensors. Customer's blood glucose level was 153 mg/dl. The device was not returned.